Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including marking and scratching on the elevator surface. Further inspection showed that the elevator tip has fractured. The fractured portion of the tip was not returned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the instrument fractured at the tip during surgery. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d4; e1; g3; g6; h1; h2; h3; h4; h6; h11.

Event description:
It was further reported that no part of the fractured instrument fell into the patient. There was no injury or delay in surgery. The surgery was completed with a back-up instrument.